Event description:
It was reported by the customer that a bd pyxis¿ es server had malfunction that patient orders were not crossing. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the patient's orders were not crossed. A technical support specialist reported that health information technology deleted user ad accounts and then restored them and also confirmed that user account issue was already resolved under the master (B)(4). The system functioned as intended after the customer along with the health information technology investigated the device.